Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital in emergency with symptoms related to vt. Reprogramming was performed and the patient will be monitored. The patient's condition was fine after the event.